Event description:
Report received of a spark noted on the device remote bolus cord pendant. The device was returned from clinical service with an unsigned note that stated " patient saw spark when using pca cord, patient not harmed." There was no adverse patient effect. There were no reports of any unrequested boluses being delivered. The device was immediately available to resume the unspecified pain therapy. Though requested, no further information was available.